Event description:
The patient's neurologist indicated that they were not able to see the patient in office once the vns generator was replaced. No further relevant information has been received to date.

Event description:
It was reported by the patient's parent that the patient had a seizure the morning of his passing, went into respiratory arrest and passed away. The patient's neurologist indicated that the cause of death was likely sudep (sudden unexpected death in epilepsy) and that the patient's death was not related to vns. No further relevant information has been received to date.

Event description:
It was reported that the patient's mother believed the patient's death was related to the patient's neurologist allowing their previous vns generator battery to deplete prior to replacement. It was reported that the patient went into status epilepticus, which resulted in their death. The patient's mother did not believe the patient would have passed away had the therapy not been interrupted between prior generator battery depletion and their replacement surgery. No further relevant information has been received to date.